Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited a shock impedance measurement of less than 20 ohms. Technical services discussed troubleshooting options. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.